Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, smoker, local infection / subacute chronic osteitis, infection, pain, swelling, bleeding, inflammation, mobility.